Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed occlusion testing at 12.58psi, 12.85psi, and 12.23psi. The product was tested on different gauges and different cartridges. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing was unable to duplicate the issue. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.